Manufacturer narrative:
Unit passed the delivery accuracy test. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 or unexpected power loss alarm noted during testing or in the pump trace download. Unit functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 52 mg/dl and 300 mg/dl. The customer treated their low blood glucose with juice and cereal. It also stated that insulin pump received pump error and lost power. The insulin pump will be returned for analysis.